Manufacturer narrative:
UDI #: (B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor's technique in applying the suction ring to the cornea, doctor'' technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient's cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss with a patient interface (pi) during a laser treatment while the laser was firing and after the patient was applanated. The patient interface was switched out. A brief description from the surgery center indicated there was suction loss prior to procedure .the patient interface was switched out and re-applanated. The patient had significant eye movement during the pass affecting the flap centration. As a result the laser treatment was aborted prior to completing the full pass. This report is for the patient interface. A separate report is being submitted for the femtosecond laser and one for the excimer laser.